Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replicated user complaint about batteries. The fse successfully completed a simulated treatment on unit upon initially testing unit with testing catheter and trainer without issue. The unit charged the batteries while off. The unit was unable to charge batteries while powered on in clinical and service mode. While on clinical mode, with the batteries at approximately two leds of charge, the unit will operate on battery even when plugged in to a known good outlet. The unit only charged batteries intermittently while on, recognizing ac momentarily. The fse confirmed user complaint in the power activity log. Powered off unit and charged batteries overnight. The next day, the fse confirmed a full battery charges on console. Unit would recognize ac with fully charged batteries. The fse ran batteries down about 60 minutes each, to allow test for battery charging and operation. Unit would not recognize ac while on with the batteries at less than two leds. Batteries were tested on another known good unit, physically confirming batteries charged with the unit on as well as off. The fse troubleshot power management board (original from installation), without addressing issue. Post troubleshooting power management board, the fse inserted the console on another known good cart. Observed console recognizing ac while on, charging batteries regardless of being powered on or off. The fse physically examined hospital cart power supply and identified that the ac status mini pcb cable, between the power supply and power supply monitoring board, partially burned out at the black cable. The fse replaced both the power supply and cable. Post aforementioned replacements, the fse successfully identified subject unit charging batteries. Furthermore, the fse found vacuum and pressure regulators partially drifting and worn out. The fse replaced regulators as a precaution. The safety disk and tidal disk were also replaced due cycle run time per manufacturer recommendations. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb, power management, power supply, cable assembly, regulator. These parts were received with a reported unit failure of, the batteries not charging. The regulators were not part of the batteries will not charge complaint. The failure analysis and testing dept. Performed a visual inspection and observed power supply and cable assembly were burned. Due to the burning of the two parts, and the risk it poses, the fat dept. Cannot investigate the parts any further. The fat dept. Installed pcb, power management into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not duplicate the complaint of the batteries not charging when pcb, power management, rohs was tested. The fat observed the batteries charging in the console as well as the cardiosave cart. Pcb, power management passed testing. The fat then installed regulator into the cardiosave test fixture and tested the regulators to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Duplicated the regulators drifting. The regulators failed testing. Please note: the regulators were sent back separate from the batteries will not charge complaint. The probable cause of the batteries not charging, was the burning of power supply connector and the cable. Retaining the parts in the fat dept. Per procedure. The most probable root cause the reported issue "battery will not charge is component reliability, excessive stress or fatigue and calibration drift.